Manufacturer narrative:
Overall investigation summary guerbet service received a complaint on an optistar le injector, part number 802001. The customer reported that they were experiencing "pressure breaks with syringes." Further information from the customer shows that there had been an extravasation during this procedure. The guerbet regional service provider went onsite to investigate, conducted performance tests, and found no problems with the injector's performance. The service engineer showed that the unit was functioning properly and provided users additional guidance regarding the use of the pressure limit setting. Extravasation is likely due to user related issues and could not be attributed to the injector or the "pressure breaks with syringes." Guerbet followed up on the condition of the patient and was informed that the patient suffered no injury or discomfort other than the extravasation and was otherwise fine. The system was verified for proper operation using the injector's service checklist and the injector returned to customer use. A review of guerbet complaint tracking system (cts) showed no related complaint activity for this device. Impact assessment summary. An extravasation into patient tissue, patient reported to be ok. Root / probable cause code. Unknown. Root / probable cause summary. Refer to investigation summary. No further investigation needed at this time. Qa will continue to monitor and trend for similar issues. No CAPA at this time, these trends and issues are reported on during quality metrics review and during the management review meetings to consider input for corrective action. Disposition summary. Unit returned to service.

Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2021. The customer reported pressure brok the syringes that were connected and that there was overflow. Reporter states that patient was attached and the procedure was not completed, with the patient experiencing extravasation. The contrast agent being administered was dotarem (gadoteric acid).